Event description:
This lead was explanted and replaced due to loss of capture and undersensing. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Blood penetrated the lead in this area. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage tensile forces applied during the explant procedure should be taken into consideration. Further analysis revealed a deformed and elongated fixation helix and abrasion marks along the lead body. Regarding the complaint description, no deviations were noted which might have led to the clinical event. In particular, the values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.